Manufacturer narrative:
(B)(4). The customer further advised that the vented battery (part number 3005380-027, lot code 1206), was disposed of locally; therefore, it was not available to physio-control for further examination. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they had placed the discharge tool in a non-rechargeable lithium sulphur dioxide battery (for use with a lifepak 500 AED) and then left the room and went to lunch. Upon return, the customer observed that the room had a "smoky" appearance and found that the battery had vented into multiple pieces. The customer performed a brief visual examination of the battery pieces and stated that there were no external burn marks, no signs of melting or deformities, other than where it split apart. There was also what was described as a dark, ash-like, substance around the battery and the surrounding floor. There was no patient use associated with the reported event as the room was empty when the battery vented. Additionally, there were no injuries or adverse effects to those who entered the room following the event. The customer further advised that they were unable to provide the serial number of the lifepak&#59393;ed that this battery had been installed in because they had replaced several batteries, from multiple devices, on the morning of the event.